Event description:
This is a report of a home patient (hp) who experienced a connection issue with a cap on the final line of the set during peritoneal dialysis (pd) therapy. The patient tried to connect themselves to the wrong line (the final line) and realized they made a mistake. They tried to place the cap on the line and did not get it on tight enough. The patient completed therapy with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly prepare for therapy. These instructions state to connect the line with the blue clamp to the last fill bag. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.